Event description:
It was reported that during a colorectal procedure, it was observed that two devices experienced incomplete firing. The user also observed missing staples from the reloads. Due to the issue, the facility pulled additional products from the same lot number for evaluation. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 7/09/2026. D4: batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: were there staples in the reload prior to firing? When the device fired, were there no staples deployed? Was the firing sequences started? If yes, was the firing sequence completed? Were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line? Was there any difficulty opening the device jaws? If yes, what steps were taken to open the jaws? Could you share more details on the device quality issue affecting the additional 10 devices that will be returned? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.